Event description:
Plaintiff was employed as a certified nursing assistant who wore and was exposed to latex gloves made by various manufacturers. Plaintiff alleges developing the following symptoms: hives, rhinitis, chest tightnes, wheezing, itchy and watery eyes, shortness of breath, systemic asthma and urticaria. Plaintiff alleges developing a latex allergy.